Event description:
It was reported to boston scientific corp that during an anterior/apical pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle and suture detached when the physician was pulled on the suture, trying unsuccessfully to get the mesh leg assembly through the sacrospinous ligament. The detached needle and the suture fell inside the pt, and were retrieved with pick-ups. The procedure was completed with another pinnacle anterior/apical pfr kit, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.